Event description:
Patient had a preoperative diagnosis of failed right total hip arthroplasty (tha) with initial x-rays that demonstrated a break in the femoral implant as indication for a procedure of a revision of right tha. Procedure findings indicate "...once the proximal prosthesis was exposed, it was found to be loose and was easily removed by hand."